Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange due to a communication issue was not confirmed. There was no photos or log files submitted for review. System controller, serial (B)(6), was not returned for analysis and was exchanged. The additional information provided indicated that the system controller could not communicate with the power module and system monitor despite attempting to use different patient cables and power modules. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient had their controller swapped out on (B)(6) 2023. The controller would not communicate with the power module despite different cables and modules.